Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access instrument. A patient sample was tested for accu tnl and a result of 6.13ng/ml was obtained. The accu tnl result was reported out of the lab. The customer retested the original sample for accu tnl and obtained lower result; 0.00ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
System checks performed on 10/18/06 and on 10/22/06 (after the event) passed within specifications. The specimen was collected in a 10ml, serum tube with gel separator. The sample was centrifuged at 3,000 rmp for ten (10) minutes. No flags were associated with the erroneous result. A field service engineer (fse) was dispatched to the customer's lab on 10/24/2006. The fse performed a major preventive maintenance (pm) to the instrument. There is no information why the pm was performed. The fse replaced a timing belt, an incubator belt and fan assembly. The fse verified that the instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.